Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer decided not to repair the unit.

Event description:
The customer reported error pressure leak out of range. The device was not in use at the time of the reported event.